Event description:
Report received from the USA stating that during a microscopic discectomy, the foot control device was discovered to have "no power and the screws that hold the chassis and the base together have deteriorated and are coming off." There was a five minute delay in surgery and a spare identical foot control device was available for use. There were no injuries or medical intervention reported. The reporter stated that there was no information regarding the pt. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. A supplemental report will be sent upon completion of the evaluation.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. It was observed that the device did not function and was received in a broken apart condition. Therefore, the reported condition was confirmed. Evidence suggests this was due to mishandling at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).